Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's activating clotting time level was 350 sec. Transseptal puncture was posterior inferior. During the procedure it was noted that the trans-oesophageal echocardiogram (toe) was not very clear and made it more difficult to access the appendage. The device was re-sheathed twice. The device was implanted. Immediately after the device was released a pericardial effusion occurred leading to a cardiac tamponade. A pericardiocentesis was performed but the blood was observed to be very red. A sternotomy was performed to access the appendage ligature. It was noted that the left atrial appendage (laa) was perforated. The device was explanted from the patient. The laa was sutured closed. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion that led to a cardiac tamponade upon releasing the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received from field, the left atrial appendage was perforated, which may have contributed to the reported pericardial effusion; however, this could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's activating clotting time level was 350 sec. Transseptal puncture was posterior inferior. During the procedure it was noted that the trans-oesophageal echocardiogram (toe) was not very clear and made it more difficult to access the appendage. The device was re-sheathed twice. The device was implanted. Immediately after the device was released a pericardial effusion occurred leading to a cardiac tamponade. A pericardiocentesis was performed but the blood was observed to be very red. A sternotomy was performed to access the appendage ligature. It was noted that the left atrial appendage (laa) was perforated. The device was explanted from the patient. The laa was sutured closed. The patient status was stable.